Event description:
It was reported that the receiver had no audio output. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Manual functional "try it" tests were performed and passed. Functional tests were performed and passed. An internal visual inspection was performed and passed. The speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - additional information/correction. H6: adverse event problem - additional information/correction. H7: type of remedial action - additional information.

Event description:
It was reported that an alert/notification issue occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and booting was performed and passed. Download receiver logs and failed. Performed log review and passed. Run receiver functional test and passed. Performed manual functional tests "try it" and passed. Open receiver case for internal visual inspection and passed. Measure the speaker resistance and passed. The allegation was confirmed for audio issue due to delayed alerts. The probable cause was receiver dispatch error. No injury or medical intervention was reported.